Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿battery, medical device: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2021/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device mfg date: 14-jun-2020. Labeled for single use: no. (B)(4). Additional products: brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2021/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev mfg date: 15-sep-2021. Labeled for single use: no. (B)(4). Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were not recognized by the controller and did not provide power. It was also reported that a third battery was not charging. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d4: serial or lot#: (B)(6). D9: yes, return date: 25-may-2022. H3: yes dev rtn to MFR? Yes. H6: img code(s): g02013. H6: FDA method code(s): b01. H6: FDA results code(s): c02. H6: FDA conclusion code(s): d01. D4: serial or lot#: (B)(6). D9: yes, return date: 25-may-2022. H3: yes dev rtn to MFR? Yes. H6: img code(s): g02013. H6: FDA method code(s): b01. H6: FDA results code(s): c02. H6: FDA conclusion code(s): d01. Product event summary: three (3) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing; the battery was able to provide power to a test controller and charge on a test battery charger with no anomalies observed. Failure analysis of (B)(6) revealed that the units passed visual inspection; functional testing revealed that both batteries were unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the batteries unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the batteries inoperable. As a result, the reported inability of (B)(6) to provide power and the reported inability of (B)(6) to charge events were confirmed; however, the re ported inability of (B)(6) to provide power could not be confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the inability of (B)(6) to charge or provide power has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. A possible root cause of the reported inability of (B)(6) to provide power may be attributed to a marginal connection between the controller and battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.